Event description:
It was reported that the patient was having difficulty charging. The patient underwent an implantable pulse generator (ipg) replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively, and the explanted ipg was not returned in accordance with facility policy.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was having difficulty charging. The patient underwent an implantable pulse generator (ipg) replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively, and the explanted ipg was not returned in accordance with facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months from the date manufacturer became aware of the event.